Manufacturer narrative:
(B) (4): the set screws were discarded during the surgical procedure. A review of the device history records is not possible at this time without additional device information.

Event description:
It was reported that the patient underwent spinal surgery to implant posterior fixation. During the surgery, three set screws would not seat in a multi-axial screw. The set screws stripped and would not break off in the head of the pedicle screw. This was the last screw to finish the surgical procedure. The entire construct was removed and replaced. A fourth set screw was seated in the replacement screw and broke off with no issues. No patient complications were reported.